Event description:
The infusion pump was rec'd at the svc facility with a note stating "flow rate to slow 25%". F/u with the hosp indicated that this may have occurred during clinical use, however no additional specific info was able to be rec'd. No pt injury was reported.